Event description:
Lead management case to extract two abandoned leads implanted in 1990 (1012t ra and 1026t rv) and two active leads implanted in 1994 (1148t ra and 1226t rv). The locking stylet was not able to be fully inserted in the ra leads. The physician started with laser lead extraction to gain minimal vein access and then switched to tightrail using a technique in alternating between laser and tightrail as well as alternating leads the physician was able to make progress. As the case continued the physician began using the tightrail device more finally extracting 2 of the 4 leads (1026t and the 1148t). The physician attempted to use a cook eds system but decided to abandon the remainder of the leads due to the potential of them to fall apart; due to this issue 2 llds were abandoned. One lld is reported in adverse event report number 1721279-2014-00081 and one is reported in adverse event report number 1721279-2014-00082.